Event description:
The iab leaked. That was the only info available at the time of the report. On 1/27/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 11/5/96. Patient's current status: unk - rpt'd 11/5/96.